Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was passed out on the floor for 2.5 hours and woke up to unknown blood glucose. The customer was mentioned blood glucose was 200 mg/dl at morning. Customer had not treated for low blood glucose. Customer had been experiencing low blood glucose for since she started on the insulin pump, one month. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported that the insulin pump was not worn during a medical procedure or test around an magnetic resonance index. Customer reported that they performed displacement test and the test was passed. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.